Event description:
Additional information: the patient remained on inotropes for more than 7 days post implant on (B)(6) 2018. A right ventricular assist device (rvad) was placed on (B)(6) 2018 for additional support. The patient tolerated the procedure well and was able to be weaned off of norepinephrine post-operatively. The rvad remained in place until the patient expired on (B)(6) 2018.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Date received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 12apr2019. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 21 days. Device evaluation: the report of low flow events can be confirmed based on the submitted log file. However, the evaluation of heartmate 3 lvas, serial number (B)(4), could not establish a direct correlation to the report of a pulmonary hemorrhage. According to the account, the bleed was believed to be related to anticoagulation therapy. The log file contained approximately 3 hours of data, spanning from (B)(6) 2018 to (B)(6) 2018 11:06:24, which captured which several low flow events where flow was captured as 2.4 lpm lower. Pump flow decreased to as low as 0.3 lpm. When the estimated flow is captured below the threshold of 2.5 lpm, the system controller is triggered to alarm for low flow. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. A specific cause for the low flow events cannot be conclusively determined. The controller periodic log file and the lvad event and periodic log files appeared to capture the pump operating as intended. Device was returned assembled with the pump cable intact. The modular cable was returned properly attached to the inline connector. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device. The apical cuff was returned properly engaged with the cuff lock. Upon disassembly of the returned pump, depositions of tissue admixed with clotted blood were observed in the inflow cannula, outflow graft, and in the pump cover. All of the depositions found in the evaluation of (B)(4) appeared to have developed as a result of poor surface washing due to a low flow event or interruption in flow through the pump consistent with the report that the device was turned off just prior to the patient¿s expiration. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s lvad log files were being submitted for review. The patient was placed on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) due to pulmonary hemorrhage on the night of (B)(6) 2018. The lvad was reported to be functioning as expected. Technical services reviewed the submitted log files and low flows were observed and seemed to be physiological in nature (dehydration, etc.). There were no other unusual events seen within the log files. It was also reported that on (B)(6) 2018 the patient required a right vad (rvad) cannula re-positioning. Upon the patient's return to the intensive care unit they had a massive pulmonary hemorrhage as evidenced by significant blood from the endotracheal tube. The patient received 4 units of packed red blood cells and 1 unit of platelets. The rvad cannula was spliced with an oxygenator and the patient was placed on vv ECMO. The patient's hemoglobin was reported to be low on (B)(6) 2018. The healthcare provider reported that they thought heparin drops were a contributing factor in causing the bleed. Because of this, heparin was discontinued on (B)(6) 2018. It was later reported that the patient expired on (B)(6) 2018. A limited autopsy was performed for device removal only. There were no results to provide. It was reported that at the time of the patient¿s expiration the lvad was operating as expected. The patient made decision to stop treatment and withdraw all care so lvad was turned off just prior to expiration per the patient¿s wishes. The patient¿s expiration was not related to lvad therapy. The pump and external components would be returned since this was a clinical trial patient.